Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing to resolve the issue. The customer¿s blood glucose (bg) level ranged from 259-260 mg/dl. A bolus was delivered to address bg level. Customer declined to further troubleshoot with tandem technical support.